Event description:
Patient had tubal ligation on (B)(6) 2016. A filshie tubal ligation system was used. Post-op, patient complained of pain, cramping and discomfort. Readmission on (B)(6) 2016 for removal.